Event description:
It was reported there was t-wave oversensing (twos) on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071 implantable pacing lead (B)(6) 2008, 4076 implantable pacing lead (B)(6) 2004. (B)(4).